Event description:
Following a procedure, the physician successfully closed the arteriotomy using the closer tsl 6 fr device. The device was inserted and the arteriotomy was closed without complication. On 07/25/2000, the pt began to bleed from the puncture site and was emergently taken to the hosp where pt underwent surgery to repair pt's right femoral artery. The pt reported signs of infection several days before the bleed. The vascular surgeon concurred that signs of infection were evident at the site. The vascular surgeon stated that the infection had eroded the arterial tissue and the sutures were just "laying there" when he went into operate. The vascular surgeon speculated that the infection may have lead to a pseudoaneurysm. A graft patch was placed and the pt recovered without further incident.